Event description:
It was reported that the patient presented for follow-up and no system anomalies were noted. The following day, the patient expired. There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.